Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier: not provided. Age: not provided. Patient weight: not provided. Event date: not provided. Device lot number: not provided. Device not returned.

Event description:
It was reported that screw has loosened few weeks after being torque. No injury has been reported.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was not returned for investigation. Therefore, visual evaluation could not be performed. Also, functional testing could not be performed since the product was not returned. X-ray or picture was not provided. DHR review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complainant reported that the screw has loosened few weeks after being torque. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: evaluation codes.